Manufacturer narrative:
The device evaluation also found that three of the power supply unit screws were loose. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field service engineer reported that after installation of the device, during preparation for a laparoscopic cholecystectomy procedure, the flow rate and pressure were not correct. The device was checked and although the flow rate and pressure were intermittent, the device was still able to be used to complete the procedure. There was no patient injury reported due to the event. The device was sent to the olympus service center for evaluation. The device inspection and testing found the flow rate and pressure values were different from the setting values and found the manifold connector was defective. This report is being submitted for the reportable malfunction (defective manifold) found during the evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken manifold connector cannot be identified. Olympus will continue to monitor field performance for this device.